Event description:
It was reported that a large portion of the patient's driveline required rescue tape because of numerous tears in the outer covering. The customer requested a cosmetic repair of the driveline and noted that the patient would be available the following week for the repair if possible. Technical services (ts) reviewed the submitted log files and did not note any unusual events recorded in the event history. A driveline repair was confirmed for (B)(6) 2021. The clinical specialist reported that the driveline repair did not occur on (B)(6) 2021 and that there were no plans to complete in the near future.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed superficial damage to the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file was reviewed and did not reveal any abnormal events ¿ the only events were associated with pi events and power cable disconnects. The pump operated above the low speed limit of 8600 rpm for the duration of the log file. The pump appeared to operate as expected. The submitted photos showed superficial damage to the outer silicone jacket on the external portion of the patient¿s driveline. Additionally, there was rescue tape on the distal end of the driveline. Heartmate ii lvas instructions for use (IFU) is available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook is also available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23oct2012. No further information was provided. The manufacturer is closing the file on this event.